Event description:
The account alleged that the head section runs up about six inches and drifts quickly back down. Head will not get to thirty degrees. No pt impact.

Manufacturer narrative:
Technician asked the account to replace the head down and cardio pulmonary resuscitation valves. No further info is available on the repair of the bed at this time.